Manufacturer narrative:
The received device had the cannula assembly fully deployed. Blood was observed on the adhesive pad of the returned device. Investigation found no defects that would contribute to a dislodging of the cannula. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising and dislodging could not be conclusively determined. The adhesive pad and welds were inspected and no abnormalities were found. A leak test was performed, and no leakages were observed along the entire fluid path. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod for less than one hour. Patient stated that because of bleeding, the adhesive was not secure and the cannula dislodged from the infusion site (abdomen). Bruising at the site was also reported. As treatment, a new pod was applied.